Event description:
New information received indicates that the device was explanted and replaced. The patient was fine post-procedure.

Event description:
It was reported that the patient presented to the clinic in backup vvi. Patient was asymptomatic. Device was reset and patient will be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. A polished mark was noted on the device can. Further evaluation of the mark indicated presence of lead material. The device was tested on the bench and no anomaly was found. The cause of the power on reset could not be determined.